Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the entire system was replaced. The physician did not understand what the suspected malfunction was. The leads would not show more than 3 contacts that were active. The patient was doing well post operatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and had some redness at the anchor site. The patient will undergo a revision procedure with either lead or ipg site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain and had some redness at the anchor site. The patient will undergo a revision procedure with either lead or ipg site.